Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the cannula pulled out. The needle could not be found. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing cannula pe during use. Patient's family member helped the patient make an injection. After removing the needle, it was noticed that there was no needle pe. The family confirmed the patient's abdomen using palpation, but could not find the needle. The family stated that the patient would undergo an ultrasound to confirm the possibility that the needle might remain in the body.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.